Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative replaced the uninterruptible power supply (ups) battery cartridge. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that once the mobile viewing station is unplugged from the wall the system will power down after a minute. Additional information received on (B)(6) 2017 reported the representative on site unplugged the mobile view station (mvs) to move it to another location and the uninterruptible power supply (ups) batteries were not keeping the system on for a sufficient length of time.